Event description:
Same case as #6000093-2005-00583. Fifty three days after a drug eluting stenting treatment procedure the pt expired. The target lesion being treated in the index procedure was a 3.0mm 99% stenosed region of the proximal right coronary artery (prox rca). The physician treated the leison with predilation and by successfully placing 2 taxus express2 8.8% 3.50x32mm drug eluting stents with an unknown overlap without complication. The pt was discharged six days later on plavix and aspirin. Fifty three days after the procedure the pt expired. In the opinion of the physician the cause of death was myocardial infarction, congestive heart failure, coronary artery disease, diabetes and the relationship of the pt's death to the target vessel is "unknown". There was no autopsy.